Manufacturer narrative:
Neither the device nor applicable imaging films were returned to manufacturer for evaluation therefore we are unable to determine the definitive cause of event.

Event description:
It was reported that on (B)(6) 2011, patient underwent cervical corpectomy using peek cage and rhbmp-2. Post-operatively, on (B)(6) 2011, the patient developed complications like choking and weakness. Reportedly, patient is suffering from cancer and is unable to pick up more than a gallon of milk and is unable to work.